Event description:
During a right hip arthroscopy with rim trimming, labral repair and femoral osteoplasty utilizing the drill, 2.6 mm,bioraptor 2.3 sut anc, it was reported that the scrub nurse notified the surgeon that the reusable 2.6mm drill bit for bioraptor 2.3 suture anchor was found broken. The broken part of the instrument (19mm) was left in patient's right hip acetabulum shown in x-ray. The hospital confirmed that the surgeon does not plan to remove the broken piece from patient.

Manufacturer narrative:
Device evaluation: one drill, 2.6 mm,bioraptor 2.3 sut anc was returned for evaluation and confirmed to be broken. The tip of the device was not returned for evaluation. Examination of the site of the breakage identifies that the device broke at the transition point from the cutting flutes to the drill shaft. A review of the manufacturing records has identified that device was manufactured jan 2010. A visual examination of the device identified that laser markings such as depth marks and lot number information is worn and faded. Based on the condition and age of the returned device the failure cannot be attributed to a manufacturing defect. The device failure is attributed to wear and tear. No further action is required. (B)(4).